Event description:
I had the essure procedure implanted in (B)(6) 2013. Only one side was able to be implanted so I came back a week later to implant the other side. About three weeks later, I had severe cramping and almost went to the ER when I felt a gush and ran to the bathroom. One of the implants had fallen out. The cramping immediately ceased and I felt a lot better, for a while. Now I have severe back pain on my left side. I'm sure it's the other coil that possibly migrated and is puncturing something. My doctor seems to think it's nothing. Funny that this pain only started after I had the essure implanted. I would love to have the other coil removed. I had a tubal and an ablation in (B)(6) 2013 and asked if the doctor could find the other coil. She said she didn't see it. Shouldn't she have seen it when she cut the tube? I'm concerned that it's just floating around somewhere and causing my pain. I'm sure there are instances of this procedure going exactly as planned but I feel that there are enough of us out there that you need to at least pause this procedure for a while and take a look. Please investigate.